Manufacturer narrative:
The technician found pins were bent on the inter-connect cable, preventing the communication cable from connecting to the nurse call system. The technician replaced the sidecom inter-connect cable assembly to repair the bed.

Event description:
Information received indicates, the bed has no sidecom function including nurse call.